Event description:
I have had pain intermittently in my right tube. Pain hurts a lot of times and makes me bend over in pain. Now that it is 2014 I have it consistently. It hurts to sneeze, cough and now it hurts to even laugh. I feel it pulling inside ripping something. This hurts. Also I am starting to get pain lower back tail bone area and my hips. (B)(4).

Event description:
Add'l info rec'd from rptr on 4/29/2014: pain with sex too. I have been getting a lot of headaches, memory loss, pelvic pain including my tail bone. I feel like my tubes are going to pop. As of today, I don't have insurance to get test done. I am going to be insured in (B)(6). Health problem in pain most of the time. Pelvic pain and tubes are in pain.